Event description:
Per the facility, the handpiece was contaminated with the "sterile" accessory kit because of the confusing nature of the packaging. The initial reporter stated that there was no patient involvement and no injuries as a result of the contamination. Due to the allegation of a sterility breach, this incident was deemed reportable.

Manufacturer narrative:
A follow-up was performed by the manufacturer to the facility for additional information on the complaint. The facility to date has not responded. Additional follow-up to be performed.